Manufacturer narrative:
Device evaluated by manufacturer - the device has the distal tip kinked and detached exposing the wire at 299.8 cm approx. The other section was not returned, also it has the body kinked in the distal section. All the outer diameter (ods) and guidewire overall length were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty tip detachment occurred. The highly calcified target lesion was located below the knee. The v-14(tm) controlwire(tm) wire was attempted to be removed from a coyote balloon catheter. The physician noted resistance removing the device and a part of the tip was lost in the patient. The detached tip was located in the arcus plantaris, the tip could not be removed however had no influence on the condition of the patient. The procedure was completed with another v-14(tm) controlwire(tm).&#60320;no patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty tip detachment occurred. The highly calcified target lesion was located below the knee. The v-14 controlwire wire was attempted to be removed from a coyote balloon catheter. The physician noted resistance removing the device and a part of the tip was lost in the patient. The detached tip was located in the arcus plantaris, the tip could not be removed however had no influence on the condition of the patient. The procedure was completed with another v-14 controlwire. No patient complications were reported and the patient status is stable.